Event description:
Pt's spouse reported "the little blue needle is not pushing forward to connect to the catheter". Pt was called in 2005. It was reported at that time the pt had been diagnosed and was being treated for peritonitis. The pt had been given an iron infusion as an outpatient in the hosp when he reported midpoint through the infusion, increased abdomen pain, and also exhibited low blood pressure and fever. Spose flushed pd port and she noticed the effluent was "green and gooky". A smaple of effluent was obtained. Wbc's were reported to be 51. The pt was admitted for treatment of peritonitis. The pt was given gentamycin and vancomycin intraperitoneally at that time and continued on those orders after discharged. As of 2005 the last dose of vancomycin was given and it was reported the pt feels better but it is tired. The pt continues to receive his peritoneal diaysis treatment with no further signs or symtoms of infection. A sample is available.

Manufacturer narrative:
Sample analysis: user returned a set (050-87208) with lot number of 5jr294 in its original package. Visual analysis: samples were visually inspected for abnormalities. The complaint was confirmed. The samples were pressurized with water to 15 psi and all connections inspected for leaks. It was found that there was a leak between the clear cap(pn55-3422) and the clear body connector (pn 60-7213). Upon manually tightening of the connection, the leak stopped and the line performed as intended. Corrective action: fmc has implemented a step in the assembly proces of subassembly 60-7213 to ensure that the clear cap and clear body connector are properly tightened prior to the assembly of the shrink wrap step. Refer to report number 2005-228. Fmc will continue to monitor changes for efficacy.